Manufacturer narrative:
Concomitant medical products: product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The manufacturer representative reported via the manufacturer representative that the patient's device was removed as it was not working well enough for the effort involved, even after being moved a couple times. The manufacturer representative ran into the patient out of office and the patient told him that the battery was removed but they had to leave the leads in. At the time that the patient and representative spoke it was not known that the patient had extensions so it was unknown if the extensions were removed or not. The exact reason of the removal was unknown as the encounter was brief. The patient was warned not to have an MRI as it could be a potential safety issue since the patient still had the leads in them. The patient status was alive, no injury. The indications-for-use was chronic low back pain.